Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultrasmart meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011 at 11:00 am, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. On (B)(6) 2011 at 2:00 pm, the patient tested her blood glucose level using another meter, and obtained the reading of 49 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient administered self-treatment by consuming food and/or a drink. She also contacted her physician, who advised her to skip her doses of the oral diabetes medications metformin 1000 mg and glyburide 5 mg. Troubleshooting revealed the patient's test strips were correct and there was no misuse of the product. During troubleshooting, the meter successfully powered on with both the test strip insertion and the power button, and the alleged power issue could not be duplicated. The meter, test strips and control solution were replaced. The patient allegedly experienced blood glucose level suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The patient's meter was returned to lfs for testing, and failed product analysis. The lcd was found to be failing and difficult to read. 510k#: k021819.